Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they went to the emergency room due to diabetic ketoacidosis. The blood glucose value at the time of admission was unknown. The customer was unavailable to troubleshoot the issue. The insulin pump will not be returned for analysis.